Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer received a cartridge alarm 19 during basal delivery. Customer's blood glucose level was 100 mg/dl. Reportedly, the customer would load a new cartridge and resume insulin. The customer declined further follow-up from tandem technical support.